Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 624 mg/dl. The customer was treated with insulin drip in the hospital. Customer experienced symptom of high blood glucose level such as nausea, dizzy, chest pain. The customer reported that insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.